Event description:
Complainant alleged that medics responded to a call for patient who had overdosed. Upon arrival to the scene the medics attached the device to the patient via non-zoll electrodes, although it was reportedly evident that the patient had been down for some time. At this time, the device failed to detect contact with the patient and acquire a heart-rhythm. The user then switched from electrodes to ECG leads to monitor the patient and defibrillated the patient with paddles. Complainant indicated that the patient expired, however it was not related to the reported malfunction.